Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, vomiting, and the patient not feeling well. The patient was not hospitalized for the event. The cause of the event was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. At the time this report was received, dianeal therapies were ongoing. The patient was recovering from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.